Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated, there was an "alarm no delivery" issue with the pump. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/24/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings associated with low, non-zero forces. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms or warnings observed. The force sensor calibration measured within specifications. Evidence of the complaint of an alarm was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the pump casing was observed to be cracked in two places on the battery compartment and near the display. A leak test was performed and failed, indicating a pump case leak and battery compartment leak. The pump case was removed, and no evidence of moisture ingress or internal damage was found; however, corrosion due to moisture was observed in the battery compartment. (B)(4).